Manufacturer narrative:
Nanotite tm certain implant (nioss510) was not returned. Therefore, physical and functional inspection of the product could not be performed. However, visual inspection of the photographs provided by the customer identified some damage and deformation around the internal hexes. The x-ray provided shows the implant in the osteotomy with the healing abutment incompletely seated in the drive feature. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The complaint has been confirmed through the visual inspection of the supplied photograph and x-ray. A root cause cannot be determined. The following sections have been updated: date of this report, event description, device brand name, catalog number, device expiration, UDI: (B)(4), date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes, added manufacturer narrative.

Event description:
It was reported that the internal hex of implant (nioss510) is damaged. The implant remains in the patient's mouth with no plans to be removed. Tooth location 30.

Manufacturer narrative:
(B)(4). Product not returned to manufracturer.

Event description:
It was reported that the internal hex of implant (nioss585) is damaged.